Manufacturer narrative:
Additional information received indicated that the customer has not received any further occlusion alarms and the pump has been functioning properly. Tandem user guides states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was high and a correction insulin injection was administered. Due to the blocked insulin, the customer was hospitalized and received a insulin drip and saline. The customer was discharged after 2 days. The pump t:connect history indicated that the site had not been changed for 5 days. The customer reported to have changed the supplies the morning of the occlusion. Tandem technical support performed a system check and the pump was functioning as intended.